Event description:
A 28mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. The pt arrived at the hospital with severe back pain. A computed tomography scan demonstrated a ruptured abdominal aortic aneurysm. It was reported that the pt had lost a large volume of blood, which was replaced with fresh frozen plasma and protamine sulfate. The pt was brought to surgery, an open surgical repair was performed and completed. The pt was sent to intensive care unit in grave condition. The pt did not survive. It was reported that the pt expired.